Event description:
While the surgeon was holding the drill in his hand, the drill began to turn on its own. No one was depressing the foot pedal at the time. The drill ran on for 5-10 seconds before it stopped.